Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this pacemaker showed a battery status of one year remaining approximately one month post implant. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Review of device memory confirmed a high power consumption condition. Additionally, the device recorded three telemetry faults on the date of implant. One was a remote frequency (rf) hardware watchdog timeout, one was a communication timeout and the third was an rf calibration fail. The pacemaker telemetry hardware was felt to be the cause of the increased power consumption. Device replacement was recommended. Device replacement was planned for a future date. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that telemetry system faults were recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the observed increased power consumption.